Event description:
It was reported that post implant procedure, chest x-ray was performed and atrial lead was found to be dislodged. Lead was repositioned successfully on (B)(6) 2019 but it was noted to be dislodged again in the recovery room. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Correction: follow-up no. 1 - analysis was normal. No anomalies were found.